Event description:
Additional information was received from the rep via the healthcare professional (hcp) they figured out that the patient's leads moved due to a fall they admitted they had and the lead and stimulator will be revised in august.

Manufacturer narrative:
Product ID 3889-28 lot# va225k1 serial# implanted: (B)(6) 2019 explanted: product type lead ubd: (B)(6) 2023 UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va225k1, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery depleted because patient had a fall and the lead moved when asked for the cause of battery depletion. The stimulator and lead were replaced on (B)(6). The battery reached end of service because it had to work too hard to work with lead that had migrated. The rep indicated they weren't sure of the patient's weight but that they were a larger patient. The device was noted to have been discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states she interrogated patient's ins with handset and got a prompt "internal device has lost all data". Caller checked and all programming is present. Patient therapy app states "caution, battery low". Caller does not believe that ins should be near eos this soon as patient runs at an amplitude of 4 (no other parameters given) technical services advised to pull logs and send in. However, caller does not have her computer with her. After consulting with mobility, there is no other way to retrieve logs at this time. The issue was not resolved through troubleshooting. Ts reviewed that logs will exist for 30 days. Caller will work with patient to meet again to pull logs and report to send in. Technical services is sending email to caller to reply back to when logs are acquired. Technical services also suggested to discuss with hcp regarding potential low battery of ins. The rep called back after receiving logs indicating that since seeing the patient yesterday, interrogation now shows that ins is off and that it needs to be replaced and the only option is to "end session". Caller stated patient was happy until about a month ago when they saw "data lost" message and urinary symptoms have returned. Caller stated that yesterday they were able to connect with ins and it showed ins was low. Caller didn't have historical impedances or settings but stated that patient was sent home at 3.5 volts and a couple months ago patient increased to 7.0 volts. Technical services reviewed battery longevity is based on settings and impedances so this may be normal depletion. Technical services reviewed to send ins back for analysis after explant.